Event description:
Carotid endarterectomy performed in 2007. Patient dismissed. Transferred by ambulance to haysmedicalcenter on four days later due to hemorrhage. Patient underwent cardiopulmonary arrest. Unable to resuscitate patient. In looking at incision, CT surgeon noted suture had broken approximately mid-run. Question regarding ethicon 7-0 prolene suture failure. Unable to determine specific suture lot #. Possibilities include: zbr158 exp. Jan 2012; xbe936 exp. Jan 2011; xcr455 exp. Jan. 2011; xmr078 exp. July 2011; zab768 exp. Jan 2012; xpe328 exp. July 2011. Diagnosis: carotid artery closure. Event abated after use stopped: no.